Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited intermittent ventricular undersensing. Programming changes were recommended. No patient consequences were reported. No further information was available.

Event description:
New information received notes that programming changes were made. No additional episodes of undersensing were seen. No consequences were reported. The patient was fine.